Event description:
Customer reported experiencing temperature alarms with values 10, 11, and 15. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer was advised to use multiple daily injections as a backup therapy, while tandem technical support arranged for a return merchandise authorization (RMA) for the pump. The customer was instructed to place the pump into storage mode and return it within 10 days using a pre-paid label.